Event description:
Per the clinic, the patient experienced an infection at the bone bed of the implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on(B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on august 23, 2023.

Manufacturer narrative:
Correction: the patient was treated with topical antibiotics (date and duration not reported) for infection at the bone bed of the implant site, not IV antibiotics as previously reported. The patient was hospitalized for multiple days and was treated with IV antibiotics (date and duration not reported) for viral infection.